Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device was not maintaining accurate pressure and the pressure had to be turned up way more than typical to maintain good visualization. Per operational and diagnostic, this complaint can be confirmed for the issue of the device was not maintaining accurate pressure. However, the repair analysis indicates that there was excessive pressure instead of inadequate pressure, therefore the reported issue of the device had inadequate pressure cannot be confirmed. Replaced worn irrigation pump head arm and replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue. The unit passed all functional tests and is fully operational. The worn irrigation pump head arm and worn fingers on pressure arm housing are identified as the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (f23a21123), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As per the sales rep via the cst tool, it was noted during a shoulder repair that the fms vue pump was not maintaining accurate pressure. The pressure had to be turned up way more so than typical to maintain good visualization. There were no outside parameters weighing into the issue, as everything else pertaining to the surgical procedure was as it should be. The case was successfully completed without patient harm or surgical delay.